Manufacturer narrative:
Conclusion and justification status: the complaint states hip revision performed on (B)(6) 2016 due to dislocation. No reported patient fall or trauma and the surgeon did not give any comments regarding the dislocation. Head exchanged was performed, exchanged to a new head (ref: 136511000 lot d15082846). Primary hip was from zimmer. Depuy stem and head were implanted on (B)(6) 2016, zimmer cup and liner remained implanted. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy has received information stating that the depuy head was used in conjunction with a competitor liner. Manufacturer: zimmer. Product: hip liner. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision due to dislocation.